Event description:
Dental chair broke. The dr. Said that he was inclining a patient up in the chair for an x-ray when the lift linkage in the chair broke causing the patient to fall and hit their head on the rear counter top. The patient received a sore neck and a headache. The chair back with the patient also fell on the dental assistant's leg causing her to get a contusion on her leg. The dr. Said that there were no permanent injuries to neither the patient nor the dental assistant.